Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 400 mg/dl. The customer treated with a manual injection. The customer performed most troubleshooting and did not find any anomalies. The customer was unable to find her tubing clamps. The customer stated she would try to find them and call back later. Nothing was replaced or returned for analysis.